Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed acute encephalopathy overnight, likely delirium. On (B)(6) 2018 the brain CT (computed tomography) was positive for hypodensity in the right occipital lobe. This was likely related to subacute/chronic ischemic encephalomalacia. On (B)(6) 2018 a neuropsychological evaluation revealed major neurocognitive disorder. On (B)(6) 2018 a brain CT revealed the right occipital lobe had encephalomalacia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm3 lvas IFU lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.